Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product presented with abdominal pain, fever and tachycardia. The physician believed that the patient was septic resulting to increased heart rate and will investigate the sepsis further. Request for additional information was sent but no further information was received. There were no additional adverse effects reported. All available information indicates that the product remains in service.